Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse replaced the reagent 2 dilutor, adjusted and aligned the reagent 3 probe and tip and recalibrated the assay. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A confirmed (B)(6) advia centaur xp (B)(6) result was obtained by the customer and considered discordant when compared to a repeat non reactive test result. A (B)(6) result was reported to the physician. There was no known report of patient treatment being altered or adverse health consequences due to the discordant (B)(6) assay result.